Event description:
It was reported that the patient experienced abdominal pain with their inflatable penile prosthesis. The device was functional with no malfunction. The system was replaced with a 100ml reservoir, pump, and 18cm x 12mm cylinders. The patient was doing fine. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.